Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the push rod of the pump became bent when removing a cartridge. Reportedly, the damage prevented the customer from loading a cartridge. Blood glucose level was 373 mg/dl. Reportedly, the customer had insulin pens available as alternate insulin therapy.